Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up the device exhibited elective replacement indicator (eri). Subsequent ipg follow up was performed, device settings were re-programmed and the device exhibited unexpected longevity. Review of device data indicated measurement lock-up eri that triggered a false eri. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. If information is provided in the future, a supplemental report will be issued.